Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery will be replaced to address the issues. "Service required" codes were found in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issues.